Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on his side. The patient saw his physician, and the physician placed gauze over the irritated area. The medical outcome of the patient's irritation is unknown.